Manufacturer narrative:
Article citation: campanale, antonella, et al. ¿chest wall infiltration is a critical prognostic factor in breast implant-associated anaplastic large-cell lymphoma affected patients.¿ european journal of cancer, vol. 148, 2021, pp. 277¿286., doi:10.1016/j.ejca.2021.01.041. The events of seroma, capsular contracture, and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma alcl.

Event description:
Journal article titled "literature review: chest wall infiltration is a critical prognostic factor in breast implant-associated anaplastic large-cell lymphoma affected patients" reported sixty-four patients that acquired bia-alcl and the expiration of a patient that was considered not device related. The journal article reported "late seroma, breast mass, axillary lymphadenopathy, unilateral capsular contracture baker grade IV (associated with seroma), and skin ulceration". Additionally, the following symptoms may reported in some of the patients: itch, erythema, fever, breast pain, weight loss, and asthenia. The events were treated by the following: implant removal, partial capsulectomy, total capsulectomy, pectoral muscle removal, mastectomy, mass removal, stem cell research, monoclonal antibodies therapy, pharmacological therapy. The most common chemotherapy regimen was cyclophosphamide/doxorubicin, hydrochloride/vincristine, sulfate(oncovin)/prednisone alone. Additionally, surgical excision of rescuable tumor mass and lymph node(s) biopsy, systemic chemotherapy: chop, choep or da-epoch regimen, and radiation therapy for residual disease. Dhap, comp, liposomal doxorubicin, romidepsin, brentuximab vedotin were also potential treatments for the affected patients. Sides unknown. The status of the devices is unknown.